Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on (B)(4) 2015. Investigation results as follows: visual inspection: a visual inspection of the returned autopulse platform was performed and found the front cover was cracked. Note that the autopulses platform is a reusable device and, therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse and is not related to the reported complaint of platform displaying user advisory 16. Archive review: a review of the platform was performed and user advisory (ua) 16 (timeout moving to take-up position). Functional test: during functional testing "ua16" was observed within a first few compressions. Further investigation found the bushing inside the drive train motor had slipped causing the reported ua 16. Based on the investigation, parts replaced were the front cover, drive train motor and clutch plate. In summary, the customer's reported complaint of autopulse displaying user advisories 16 was confirmed during archive review and functional testing and was attributed to a defective drive train motor. After the parts were replaced, the autopulse passed all the tests and meet all the required specification.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/09/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Customer reported their autopulse platform displays user advisory (ua) 16 (timeout moving to take-up position) and metallic sounds were heard when initiating the device. The platform was working intermittently. The customer used known good batteries and lifebands with the device. No patient involvement reported. No further information provided.